Manufacturer narrative:
Product analysis results: visual microscopic visual and microscopic inspection confirmed the screw has broke about 2 threads down from the head of the screw. Microscopic inspection of the fracture surface revealed a fairly flat surface with circular material flow and some material deformation where the screw broke at the thread. It appears the screw broke due to torsional overload. X-ray review result: intra-op films from revision surgery c4-6 acdf show fracture of plate and screws at c4-5. It is unclear if an interbody graft is present at c4-5 or what the fusion status at c5-6 is. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: anterior cervical discectomy and fusion (acdf) levels implanted: c4-6 it was reported that post-op, the implanted screw broke which resulted in non union. Fragments including distal end of screw that broke off remained inside the patient. Patient suffered neck/arm pain and the patient underwent revision surgery for the removal of implant.